Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not implanted. The device lost telemetry while still in the box during manual capacitor reformation and telemetry could not be re-established. The device felt warm. The device was not used.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Attempts to interrogate the device were unsuccessful. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order for the internal components to be assessed. Detailed analysis determined the inability to interrogate this device was due to an internal short within the transformer. This resulted in a high current drain, which over time depleted the battery more quickly than expected.